Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified medication for anesthesia via gravity. The option-lok male adapter was connected to the patient's IV access site. After an unspecified length of time, no flow of solution was noted. It was reported that a kink in the tubing at an unspecified location of the tubing set was noted. The customer contact reported that the anesthesiologist changed to route of administration for the medication to inhalation. No specific event details were provided. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced.